Manufacturer narrative:
Secondary intervention - export catheter used and another micro-driver rx coronary stent delivery system implanted. Eval codes, results: stent thrombosis.

Event description:
A micro-driver rx coronary stent delivery system length 24mm, diameter 2.5mm was used to treat a lesion in pt's mid lad. No issues were reported during index procedure. The pt was admitted to hosp emergency five days post procedure. An export aspiration catheter was used to treat a thrombus in the stent and another micro-driver rx coronary stent delivery system length 18mm, diameter 2.5mm was implanted (MFR report# 2953200-2009-01154). The pt status post procedure is unk. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for eval.